Event description:
A malfunction was reported, identified by the code "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted in resetting the device. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support again if issues reappeared.